Event description:
It was reported that in the middle of the robotic laparoscopic hiatal hernia procedure, the extra large needle driver displayed an error message and became unresponsive. The extra large needle driver was replaced to complete the surgery. There was no patient injury.

Manufacturer narrative:
H2) correction: d1, h5, h8; additional information: d9 h3) device evaluation: medtronic led an evaluation of the reported extra large needle driver and associated device logs. Evaluation of the logs indicated that the extra large needle driver was connected to a sterile interface module (sim) that was attached to arm cart assembly 2. There were three instances of an error code for 'read write sequence fail', indicating that the system was not able to write the updated use count or use time on the extra large needle driver after the system recognized it. The error code indicates a recoverable subsystem inoperable error and reports an error message stating, "caution: instrument error. Detach instrument; clean and dry attachment contact surfaces. If error persists, discard instrument.". This could indicate connectivity issues between the extra large needle driver and the sim. Visual inspection of the returned extra large needle driver noted no corrosion on the electrical contacts. There was no damage noted to the jaws or of the drive cables. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws were able to achieve each position fully with no difficulty. Electrical testing was performed and the extra large needle driver was read with no observed failures. Evaluation of the extra large needle driver confirmed the reported condition, however, the investigation concluded there were no abn ormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an instrument to sim connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, in the middle of the robotic laparoscopic hiatal hernia procedure, the extra large needle driver instrument displayed an error message and became unresponsive. The instrument was replaced to complete the surgery. There was no patient injury.